Event description:
Customer claims during set-up, there is zipper damage to one of the panels and did not specify which one. The side panel netting has a tear the size of a quarter and the mattress envelope has a tear about five inches. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Zipper damage. Evaluation results: evaluation for the returned product shows that the mattress envelope red zipper slider body is open. (B)(4).